Event description:
Reportable based on device analysis completed on 16-oct-2024. It was reported that the coil failed to advance and got stretched. The patient underwent an embolization of a splenic aneurysm in the splenic artery. A 15mm x 40mm interlock .035 coil was selected for use. During the procedure, the guidewire was used to puncture from the right side, and a non-boston scientific (bsc) angiography catheter was used to reach the embolization site. However, the physician had a hard time pushing this coil after the first coil was successfully deployed. After pushing it back and forth several times and pulling it out, it was found that the coil was unloaded in the angiography catheter. Consequently, the coil was stretched. After the catheter was replaced and the microcatheter was re-selected, the procedure was completed with a 14 x 30 coil. No complications were reported, and the patient was stable post-procedure. However, device analysis revealed the arm coil was detached.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual and microscopic inspections were performed, and it was observed that the main coil, the rhv (rotating hemostasis valve), the introducer sheath and the delivery wire were returned stuck inside in the non-boston scientific (bsc) catheter. The delivery sheath and main coil were removed from the catheter, and it was observed that the main coil was bent and stretched at the coil arm, zap tip and primary coil section, moreover the arm coil was detached. Dimensional inspection on the main coil revealed that the components were within specifications. No other issues were identified during the product analysis.